Event description:
It was reported that the shock impedance was out of range and the lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the df-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 4 cm distal to the df-1 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported out of range shock impedance. The abrasion and fracture were consistent with exposure to constant friction against the lead in the header in combination with the generator housing interaction. Furthermore, the fixation helix was found bent and the rv shock coil stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.